Event description:
A customer reported an issue with the touchscreen of their insulin pump, which was unresponsive and frozen. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided instructions for a pump reset, but when the issue persisted, arrangements were made for a replacement pump. The customer was informed about backup therapy using multi-dose insulin injections to ensure continuous insulin delivery, and they acknowledged the replacement process and storage of the current pump.